Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no scope image with 180 scopes and scope error e315. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, e1, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.